Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure for hematochezia performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed properly. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle was returned without the ligator housing, and it had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle could have caused or contributed to the reported event; however, based on the limited information available and due to the ligator housing was not returned, the most probable root cause of the event could not be determined. Therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure for hematochezia performed on (B)(6) 2024. During the procedure, it was noticed that the bands could not be deployed properly. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.